Event description:
A vent fail was reported. Manual ventilation was continued and the device swapped. No patient injury was reported.

Manufacturer narrative:
The device was subject to an on-site evaluation in follow-up of the event. It failed the power-on self-test (post) in the section for the ventilator subsystem which includes also the supervisor functions for this functional unit. The error condition could however not be narrowed down to a specific component; the device was withdrawn from use and will not be put into operation again due to its age. Log file analysis performed by the manufacturer revealed that the post in the morning of the date of event was successfully passed without deviations. The concerned procedure initially went stable and unremarkable for the first two hours until the device detected a deviation with the auxiliary vacuum pressure and posted an alarm of type reinstall vent. The user switched forth and back between manual and automatic ventilation modes for approx. 15 minutes but the situation did not improve; the device was then switched to standby, finally. Other than reported the ventilation did not fail completely - it was disturbed; the extent of the disturbance however cannot be conclusively determined on the base of the available information. There's evidence that manual ventilation still worked and that patient monitoring functionalities remained unaffected. The error mechanism can be explained as follows: the device generates an auxiliary vacuum pressure to actuate the valves that control the ventilation cycles and to keep the ventilator diaphragm in place during piston operation. This vacuum pressure is being monitored by a dedicated pressure sensor because a significant drop in vacuum pressure can lead to potentially hazardous output when the valves for ventilation control can't be properly actuated anymore; a second aspect can be serious damages to the ventilator unit when the diaphragm gets wrinkled and gets stuck somehow. It is in the nature of things that the supervisor function cannot differentiate between the two scenarios of a "real vacuum pressure drop" and a measurement error of the particular pressure sensor. In this specific event the sporadic nature of the symptoms point to a malfunction of the pressure sensor. The corresponding alarm message reinstall vent focuses on the most likely scenario for a vacuum pressure drop - the ventilator is embedded into a drawer which can be moved forward out of the device to allow repair ingresses. If the drawer is not being pushed fully backwards, a leak in the pneumatic circuit of auxiliary vacuum may occur. Finally, it can be concluded that the device responded as designed upon a particular error condition; the appropriate alarm had been posted. All alarms, potential root causes and dedicated remedies are listed in the IFU.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
A vent fail was reported. Manual ventilation was continued and the device swapped. No patient injury was reported.